Event description:
Upon preparing to open the packaging of this product, leakage was discovered.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Combining physical objects and pictures, the defect reported by the customer could be confirmed. The most likely root cause of this defect is leakage resulting from uncertain external forces applied to the product. The factory has initiated CAPA to conduct a systematic investigation into previous leakage complaints, corrective measures have been formulated and implemented and are now in the stage of effectiveness verification. The following corrective measures have been taken: 1. An air blowing device is added at the position of the distributor to ensure that no products will be stuck at the displaced position. When the product is compressed, an alarm will be triggered and all the products from the distributor to the star wheel of the flow wrap should be checked establish a visual aids document to add the requirement. 2. Replace the sensor for detecting the height of the product. When the placement position of the product is offset, the vacuum cup skips it. 3. Standardize plunger rod assembly machine in feeding star wheel alignment and inspection on alignment effectiveness, establish a visual aids document to add the requirement. 4. Perform shift inspections on the alignment of the star wheel at the feeding section of the core rod assembly equipment. The ongoing validation plan for effectiveness is as follows: since the number of complaints for the 10ml product is more than other specifications, three batches of 10ml will be tracked. During the packaging process, the inspection frequency will be increased, sampling one box every half an hour, and conducting a visual check to ensure there is no leakage.

Event description:
No additional information provided.